Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
U/d knob broken. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d knob broken. Based on the result, we concluded that it was caused due to the excessive force applied to the knob. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.